Manufacturer narrative:
Correction to h10 statement. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-05109 and 2015691-2021-05108. In this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve. The dates of the events are unknown. For this reason, the date of the conference presentation was used as the occurrence date. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The edwards sapien, sapien xt and sapien 3 transcatheter heart valve are indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of these thv in a native mitral valve is not indicated per the labeling; therefore the device labeling (ifus and training manuals) do not instruct the operator how to position these valves in this scenario. In this case, there is insufficient information to determine the cause of the reported events. It is unknown if the paravalvular leaks were related to patient or procedural factors, as no additional details were provided. There were no allegations or indications of a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
In this case, the exact valve model number is not available. Therefore, of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve. The dates of the events are unknown. For this reason, the date of the conference presentation was used as the occurrence date. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there is insufficient information to confirm the cause of the reported event. It is possible that the paravalvular leak was caused by the mechanism explained in the summary mentioned above. However, there was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported at the 'tvt: the structural heart summit 2021', during the presentation 'open transatrial sapien in mac review', a single center study was performed with 78 patients who underwent transatrial tmvr with 5 sapien/sapien xt valves and 73 sapien 3 valves. Of those 78 patients, 2 patients underwent paravalvular leak closure during this study period.